Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the procedure was cancelled. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter failed to obtain an image. After several attempts to solve this issue including using a new catheter, and restarting the system, the procedure was cancelled. There were no patient complications.